Manufacturer narrative:
The device was evaluated by an approved service provider. The customer's report was duplicated and attributed to the battery contact pins. The battry was reworked to resolve the report. The device was recertified and returned to the customer. Analysis of the reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.